Event description:
A journal article reported adverse events associated with phakic iol implantation. This was a cohort review of 22 eyes of 20 patients with stable keratoconus implanted with either staar icl v4c or an ipcl over a 12 month follow up period. It also included patients with previous procedures such as icrs implantation, corneal cross-linking and keratoplasty. The authors did not specify how many of these cases had a staar icl implanted. Post-operatively it was reported that "there was one case of insertion upside down and required repositioning at the same time of surgery. Postoperatively, 4 cases (18%) had lens rotation but only 2 required repositioning; and one patient developed cataract and required surgery". The authors concluded that "the use of pcpiol in patients with stable keratoconus is effective in improving their udva, even in cases with previous corneal procedures such as keratoplasty, crosslinking and intracorneal rings". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)